Event description:
Tampon broke into pieces like cotton... String separated [device breakage] case narrative: consumer reported via email that the tampons broke. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.